Event description:
It is reported that the pt was revised due to dislocation. The femoral components were revised to change the femoral anteversion.

Manufacturer narrative:
This report will be amended when our investigation is complete.